Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "during radius surgery, the surgeon used the rod coupling connector. When the surgeon tightened the screw of the connector, the screw broke. Therefore, the surgeon changed the connector to brand-new connector. The surgeon requested the investigation of the broken connector."

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: upon visual inspection the radius offset connector was confirmed to have a broken screw. The manufacturing records for the screw were reviewed and there were no discrepancies found during the manufacturing process. The screw is used to tighten the construct of the connector over a radius rod to ensure a secure fit. A material analysis was performed on the fractured screw and concluded that the screw broke under torsional overload. Therefore, the most likely cause of this event is due to an overload while the surgeon was tightening the screw. Conclusion: the most likely cause of this event is due to an overload while the surgeon was tightening the screw. However, the root cause of the reported event cannot be determined and is most likely multifactorial.

Event description:
It was reported that "during radius surgery, the surgeon used the rod coupling connector. When the surgeon tightened the screw of the connector, the screw broke. Therefore the surgeon changed the connector to brand-new connector. The surgeon requested the investigation of the broken connector."